Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported e221 error was confirmed due to a faulty charged coupled device/faulty cable unit. However, the e222 and e225 errors were not reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head display an e221, e222, and e225 errors. The event occurred during preparation for use, prior to therapeutic gynecological laparoscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event. This report is being submitted for the e221&e222 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, "e221" and "e222" were due to contact failure of the video connector and faulty electronic circuit board, however, the cause of the said failures could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.